Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (lcd display) has been confirmed. Upon investigation the monitor lcd cable was torn causing the screen to be blank. However, during investigation a reportable malfunction was found. The monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the defective u604 component could not be positively identified. No adverse event resulted from the damaged monitor.